Event description:
Facility alleged that the foot tray on a sabina mobile lift had developed a crack. No injury alleged.

Manufacturer narrative:
Foot tray was replaced at the facility. No further issues.